Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient experienced pain after her tha. Patient had her tritanium cup revised w/ a trabecular metal cup. Trunnion wear was noticed on the stem.

Event description:
Patient experienced pain after her tha. Patient had her tritanium cup revised w/ a trabecular metal cup. Trunion wear was noticed on the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to hospital's implant retrieval lab and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.